Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92103160, implanted: (B)(6) 1993, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient who was receiving baclofen (concentration and dose were unknown). Indication for use was noted as non-malignant pain. It was reported that the pump was empty and non-functional but it was still in their body. It had been empty for several years. It went empty because 18 years ago/(B)(6) 1997, the patient became pregnant and they titrated the dose down and let the pump go empty. It was noted that baclofen was in the pump at the time of event. Patient did not intend to follow up with any healthcare provider. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug dose/concentration in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.